Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazoline (1 gram, frequency and route not reported), intraperitoneal tobramicin (250 mg, frequency and route not reported) and intraperitoneal heparin (1000 units, frequency not reported) for the event. Patient outcome for this event was unknown. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up, it was reported on an unknown date, the patient recovered from the peritonitis event (previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.